Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized on the same day as the event onset and was discharged four days later. On an unknown date, the patient was treated with vancomycin injection (500mg every 4day, stopped) and ceftazidime injection (1gm per day, stopped) for peritonitis. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.